Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels. The patient's mother reported that there was an insulin leak in the connection between the cartridge and infusion set tubing.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. A retained cartridge from the same manufacturing lot was evaluated and found to be operating within required specifications.